Manufacturer narrative:
One suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause is attributed to the manufacturing process. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.

Event description:
While preparing the kit for a procedure a foreign object was found partially embedded inside the tubing. The device was not used on a patient.